Event description:
It was reported that during transurethral prostate vaporization procedure, there was a decrease in laser light/vaporization. The fiber was replaced, but the situation remained unchanged. The procedure was not completed due to same device unavailable. The patient sedation status is unknown. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown. This report is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not identify any visible defects. Microscopic inspection of the fiber tip confirmed the absence of structural anomalies. Functional testing included hene light visualization of the fiber body, connector function assessment, and saline flow verification, all of which passed without issue. The testing did not reveal signs of breakage along the fiber length, nor any connector or irrigation related malfunction. Based on the results of the analysis, there was no decrease in laser light vaporization. The information reasonably suggests that the fiber met performance specifications and did not present a risk of patient harm under the conditions tested.

Event description:
It was reported that during transurethral prostate vaporization procedure, there was a decrease in laser light vaporization. The fiber was replaced, but the situation remained unchanged. The procedure was not completed due to same device unavailable. The patient sedation status is unknown. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown. This report is for the second fiber.